Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. H3 other text : scrapped for reclaim.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to damage, impedance issues and high thresholds caused by twiddler's syndrome. This lead returned and was scrapped for reclaim. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to damage, impedance issues and high thresholds caused by twiddler's syndrome. This lead returned and was scrapped for reclaim. No additional adverse patient effects were reported.